Manufacturer narrative:
Initial reporter phone: (B)(6). Device evaluation details: visual inspection was performed and the hemostatic valve was found dislodged inside the hub. Hemostatic valve and friction ring were reviewed and no damage was found. No other damages were observed on the sheath. A manufacturing record evaluation was performed for the finished device 00001448 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the detached hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal action was opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a cardiovascular procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - small was pushed a little bit, and blood leakage though it was observed. Patient¿s hemodynamics was not compromised. No interventions were required. No air entered the patient¿s body. The sheath was replaced with a new sheath from the same type, and the issue resolved. No patient consequences were reported. Additionally, the complaint device was inspected by the biosense webster¿s product analysis lab which identified that hemostatic valve was found dislodged inside the hub. Hemostatic valve dislodgement is MDR-reportable.